Manufacturer narrative:
Reported event: an event regarding wear (metallosis) of an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to wear of the liner and shell metallosis. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Because the liner was worn and deformed by deterioration over time, the revision surgery to remove the cup and the liner was performed on (B)(6) 2023. Update: the liner damage reached the metal shell and metallosis was severe, so the shell was also replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Because the liner was worn and deformed by deterioration over time, the rivision surgery to remove the cup and the liner was performed on (B)(6) 2023.